Event description:
It was reported that bd facsverse¿ is leaking waste that is not contained within the instrument. The following information was provided by the initial reporter: "was the leak fluid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Unknown. Was the customer/bd personnel physically in contact with the fluid? No."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd facsverse¿ is leaking waste that is not contained within the instrument. The following information was provided by the initial reporter: "was the leak fluid or air? Liquid; was the leak contained within the instrument? Not contained; was there spray of fluid under pressure? No; what was the fluid that leaked? Biohazard; did biohazard leak before or after waste line? Unknown; was the customer/bd personnel physically in contact with the fluid? No".

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facsverse 2l 6c system with acc kit, part # 651154, and serial # (B)(6). Problem statement: customer reported a complaint regarding a leakage of biohazard not contained within the instrument. Manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 01nov2020 to date 01nov2021. Complaint trend: there are 12 complaints related to a leakage not contained within the instrument. Date range from 01nov2020 to date 01nov2021. Manufacturing device history record (DHR) review: DHR part #651154, serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage of fluid not contained within the instrument could not be confirmed. The customer had initially reported that there was a leakage from the bottom of the instrument. During a phone consultation, the tsr (technical service representative) judged that the leakage may have been due to a worn pipe. The tsr recommended that the customer suspend the use of the instrument and provided them with a quote for the repair of the instrument. The instrument¿s warranty had been expired so the customer refused the repair. No parts were requested for evaluation as there were no parts repaired. Although the leakage was of biohazardous material, the customer reported that they had not come in contact with the leakage and were not harmed in any way. Additionally, the leakage was not in the form of a spray and thus didn¿t increase the risk of exposure. This instrument was a ruo (research use only) instrument, and thus did not have any impact on patient samples or treatment. The safety risk is moderate, s3, and there was no impact to customer health or safety. Service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2018. Defective part number: n/a. Work order notes: subject / reported: pi-651154-facsverse - waste liquid leaking from the bottom of the instrument. Problem description: facsverse - waste liquid leaking from the bottom of the instrument. No human contact, no potential injury. Research use. The instrument is out of warranty, and the customer applies for telephone guidance. Work performed: ask the customer about the fault cause: leakage occurs in the lower left part of the instrument, it is judged that there is a joint in the pipeline or the pipe is off. Solution: due to the need to open the case for inspection, it is recommended that the customer suspend the use of the instrument and apply for an engineer to come to handle it. Returned sample evaluation: a return sample was not requested because there were no parts replaced at this time. Risk analysis: risk management file part # 651155ra, rev. 11/vers. B, liberty ruo 1.0 research systems (facsverse) risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? Yes no. Hazard ID: 2.1.8b. Hazard: exposure to biological sample. Cause: back drip from injection port. Harmful effects: harm to operator. (Exposure to stained sample). Risk control(s): sit flush design to capture back drips. Lib-fld-292, lib-fld-312, lib-fld-313. Provide instruction and universal precautions. Implementation verification: sit back flow control protocol lsv-1008-dp, sample carryover: sv-1013-dp, slg: biological safety section. Effectiveness verification: sit back flow control lsv-1008-tr, sample carryover: sv-1013-dr. Probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none. Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the leakage not contained within the instrument could not be confirmed. Conclusion: based on the investigation results the root cause of the leakage not contained within the instrument could not be confirmed. During the remote consultation regarding the issue, the tsr judged that the leakage may have been due to a worn pipe and recommended for the customer to suspend the instrument from use and schedule a field service for the repair. The tsr provided the customer with a quote for the repair, but the customer rejected the repair and the case was closed. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is moderate, s3, and there was no impact to customer health or safety.

Event description:
It was reported that bd facsverse¿ is leaking waste that is not contained within the instrument. The following information was provided by the initial reporter: "was the leak fluid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Unknown. Was the customer/bd personnel physically in contact with the fluid? No."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.